Event description:
The complainant reported that the automated impella controller (aic) exhibited a battery failure; red alarms and yellow alarm, and there was no mention of patient involvement, harm, or medical intervention.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, the device logs were analyzed and confirmed the failure. The cause of the battery failure was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was utd. This report is being filed as part of a retrospective review of historical records.